Event description:
It was reported that the keypad on the external pulse generator (epg) was bad and would not initiate power up. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).